Event description:
On 09/04/2025, prompt care was notified that a patient using a sunset healthcare solutions spo2 sensor with the rad 97 masimo died after going brain dead because the system did not alarm.